Manufacturer narrative:
The insulin pump had no moisture damage to the display board, mother board, interface circuit board, radio frequency board, display window, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had water visible under the screen. The customer had been cutting grass and stated that the insulin pump may have been exposed to perspiration. The blood glucose reading was 92 mg/dl. The customer reported that the insulin pump was functioning but that the screen was unreadable. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.